Manufacturer narrative:
Na

Event description:
It was reported that the patient presented to the hospital three days post implant, feeling symptomatic. Ventricular thresholds performed at vvi mode were high and unstable. Autocapture was activated, but intermittent capture was not detected and the backup pulse was not delivered. The pulse generator was replaced.